Event description:
As reported to coloplast, though not verified, legal representative states the patient with this device experienced urinary frequency, urinary incontinence, exposure of implanted vaginal device, stress incontinence, erosion of vaginal device, and a CT guided drain placement into lower abdominal wall fluid collection using conscious sedation. Patient had cystoscopy, laser of bladder stone and foreign body, and rectus harvest under general anesthesia. Patient also had a robotic assisted laparoscopic excision of mid urethral sling and the device within bladder and closure, cystotomy, rectus fascial harvest and placement of a rectal fascia urethral device, and cystoscopy under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.